Event description:
The customer reported that while the unit was in use on a patient, the unit's display went blank and an alarm was generated. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of the pump assemblies was damaged. The company representative observed one fault code 45 (system failure) and fault code 55 (monitor keypad fault) in the unit's fault log. He replaced the main keypad assembly, the assembly keypad controller and the overlay. The unit was tested to factory specification. It functioned normally and was returned to the customer.